Event description:
Went to hang fluconazole antibiotic; unable to start antibiotic due to pump saying battery was bad even though it was plugged into the wall. Turned off and on and it still read the same warning. Battery alarm did not begin until pump programmed for antibiotic. Another pump obtained so that infusion could be given. This facility has had multiple problems with this pump over the last year. All devices are affected and the manufacturer has been notified. The cause of the ongoing and multiple problems remains unknown and unresolved.